Event description:
It was reported to adac that upon importing the image the image numbering was incorrect and the patient was "upside-down". The first slice was given a positive image number rather than a negative. No injury was reported as a result of this issue.